Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old (B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrogel coated percuflex (r) drainage catheters stent, placed approximately three weeks prior, was being removed during a planned stent removal & replacement procedure on (B)(6) 2016. According to the complainant during the planned removal procedure when the physician attempted to remove the stent, the stent shaft broke. The physician felt that the two guidewires being used in the ureter created compression on the stent, and could have caused the stent to break. The physician left the detached portion of the stent inside the patients ureter and placed another hydrogel coated percuflex (r) drainage catheters stent as part of the planned removal & replacement procedure. The initial stent was placed because the patient had a polypectomy, and the physician planned to place ureteral stents in multiple stages in order to allow for the polypectomy site to heal. The physician left the detached portion of the stent when the replacement stent was placed. The physician plans on removing the detached portion of the initial stent along with the replacement stent during the planned removal procedure of the replacement stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.